Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a c-00 error occurred against the erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller change the erbe's energy mode to classic. The caller stated that they were unsure if they would continue with the original system or change to a backup. The ports were not in place when the issue occurred. No additional information was provided. Isi followed up with the customer and was advised that the suspected erbe generator could not be used for the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vio integrated electrosurgical generator unit (iesu) due to c33 and c00 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found issue was confirmed using system logs. During testing, the iesu displayed error c33 at startup, and review of the internal generator logs identified additional errors. The probable root cause of error c33 is attributed to a faulty electrical component inside the iesu. This error indicates a higher voltage than expected while powered on.